Event description:
It was reported that during procedure, the patient's right atrial (ra) lead was found to have blood in the insulation and the physician suspected an insulation breach. The patient was asymptomatic. The ra lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of the insulation damage and blood in lead were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection of the lead found a cut on the outer insulation at the proximal region and blood/body fluid in lead. The cause of the reported events was isolated to the outer insulation cut/damaged consistent with procedure damage. No other anomalies were seen.